Event description:
An infant with a kendall argyle double lumen neonatal PICC line infiltrated, infant developed pleural effusion. Had thoracentesis done with 16 ml of hyperal and lipids obtained. Double lumen neonatal PICC line was inserted in 2008, placement confirmed with cxr. Next am, PICC line infiltrated with development of pleural effusion.